Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during patient care the device was unable to power on. The device showed incorrect visual indicators, but eventually successfully provided defibrillation therapy. The reported issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to verify the reported issue. A stryker customer quality engineer reviewed electronic device records and was not able to verify reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that during patient care the device was unable to power on. The device showed incorrect visual indicators, but eventually successfully provided defibrillation therapy. The reported issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.